Event description:
It was reported that customer experienced pump issue with limited details available, and distributor noted a past malfunction alarm in pump history on 24 december 2025 at 5:40 pm with incomplete malfunction code information. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was scheduled to be returned for evaluation, distributor arranged pump replacement with a new serial number, and no additional follow-up information was available regarding event outcome.